Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50 serial #: (B)(4) description: artisan surgical lead, 50cm model #: sc-4316 lot #: 15894418 description: next generation anchor kit sterile.

Event description:
A report was received that the patient was having frequent ipg charging. Database analysis revealed no anomalies. It was also noted that the patient underwent an ipg and lead replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1132 (B)(4) device evaluation indicated that the complaint of patient needing to charge ipg every other day was not verified. Upon receiving, the device was completely depleted. The device was charged in one charge cycle, and linked to a test remote control, and the battery measured 3.97 volts. This result indicated that the device is capable of being totally charged under a proper charging method. The reported high impedance could not be verified. However the ipg was received with a proximal end stuck in port d. The proximal end was removed by partially cutting the header within the proximity of port d. The removed proximal end showed a damaged spacer between electrode # 3 and the retention sleeve. The device passed the required tests and exhibited normal device characteristics.

Event description:
A report was received that the patient was having frequent ipg charging. Database analysis revealed no anomalies. The patient underwent an ipg revision procedure where the physician could not remove the lead from the ipg, therefore, both the lead and ipg were removed per physician preference. The patient was doing well postoperatively.